Manufacturer narrative:
A MFR's service rep performed an on site investigation. The ups was replaced, the system was tested and operated as intended.

Event description:
The customer reported no boot up on the entrak 2500 system. No pt injury was reported.